Event description:
The device was used during a podiatry procedure. Reportedly, the suture knots become loose. The surgeon used another suture to complete the procedure. The hospital has reported no pt injury occurred.